Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the catheter noted blood visible in the guide wire lumen and contrast in the balloon and in the inflation lumen, consistent with preparation and use of the catheter in the patient anatomy. The balloon was returned partially inflated. There were multiple bends in the hypotube for a length of 100 cm. Since this damage was not reported in the incident information, the bends may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. An unknown abbott guide wire was returned back loaded through the balloon catheter. The tip of the guide wire was bent in a pigtail appearance. There was a bend in the core at the proximal end of the guide wire. The guiding catheter used in the procedure was returned with no damage noted. Possible causes for difficulty removing a dilatation catheter after inflation may include: interaction of the balloon with a stent implant if the stent is not fully expanded and apposed to the vessel wall, the balloon not being fully deflated prior to attempting to remove the balloon from the implanted stent, damage to the balloon, kinks, bends, obstructions in the guiding catheter lumen, damage to the guiding catheter or introducer sheath. To help ensure this difficulty is not related to a manufacturing deficiency, the profile dimensions on all balloon catheters are confirmed by visual and dimensional checks on the manufacturing line. A .070 inch pin gauge was used to measure the inner diameter of the non-abbott guiding catheter. It was noted that after using a .070 inch pin gauge to measure the inner diameter of the tip of the guiding catheter, the tip of the guiding catheter was partially torn during removal of the pin gauge. An indeflator, filled with water, was used in an attempt to inflate the balloon to the rated burst pressure (rbp) but the balloon would not inflate. After the catheter was left pressurized to dissolve the contrast in the inflation lumen, the balloon was inflated to rbp. After the balloon was deflated the balloon refold was flat. An attempt was made to advance the balloon catheter through the returned guiding catheter but the flat refolded balloon would not go through the shaft lumen. An attempt was made to advance the balloon catheter through a new 6 fr guiding catheter but the flat refolded balloon would not go through the shaft lumen. As this is a high pressure balloon with a large diameter, the balloon profile is often not as small once the balloon has been inflated which may have contributed to the reported difficulties. It was reported that the nc trek was used for post dilatation which may have disrupted the balloon tri-fold and profile such that resistance was noted during interaction with the guide catheter. The coronary dilatation catheter nc trek rx instructions for use warns: with 4.5 mm and 5.0 mm balloon dilatation catheters, some increased resistance may be noted upon insertion or withdrawal into or out of the guiding catheter. Choosing a larger guiding catheter size may minimize this. It was noted during the returned device functional testing that the balloon deflated flat. It is possible that a flat balloon could have interacted with the guiding catheter and contributed to the reported difficulty, but a flat balloon is not uncommon (especially when deflated outside of the body) and it is unknown if the balloon deflated in the same manner during use. Additionally, it was noted that the catheter was returned with the balloon partially inflated which may also have contributed to the reported difficulties with the guiding catheter; however, a conclusive cause for the reported difficulties could not be determined. A search of the lot history record indicated no non-conforming material records for the lot. Additionally, a query of the complaint handling database indicated no related incidents. Based on the investigation, there is no indication of a product quality deficiency.

Event description:
It was reported that during an unspecified procedure, after post-stent dilatation, the trek nc balloon dilatation catheter met resistance during removal through the guide catheter. Since post-stent dilatation was complete, everything was removed as one unit. There was no adverse patient sequela reported and no clinically significant delay in procedure. There was no additional information provided.